Event description:
During patient prep for a cath lab procedure a staff member was moving the doctor's lead shield away from the patient when the support arm broke off from the vertical connector on the ceiling. One end hit a staff member just above the eye, the other end landed on the rn's lead shield, missing the nurse. The patient was not hit and was unaffected. The support arm was manufactured by mavig but was sold as part of the imaging system. On inspection, it appeared that there was a stress fracture in the mount.